Manufacturer narrative:
Based on alysis results, this event is now determined to be a MDR malfunction. The analysis results found that the device (quantity 4) were returned with the baldes cracked. Due to the damage to the blade, it was confimred that the devices were non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use" and "scratches on the blade may lead to premature blade failure". The batch history records were reviewed with no anomalies noted during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was rpeorted the system started out working, but gave solid tones. A second instrument porduced an instrument error. The customer replaced the handpiece generator and instrument to continue. The case was completed with no pt consequence. The rep later confirmed a delay in test sequence with a pass to solid tones on the one instrument and an error 5 (pre-run attachement) on the second.